Manufacturer narrative:
Initial reporter name and address: full address name of the facility is (B)(6). Device return evaluation was completed . As noted by olympus service repair china (rc) due to the limitation at rc, the culture test could not be carried out, therefore the reported issue could not be confirmed at rc. Device evaluation noted that the issue was not confirmed as the scope was not microbiologically tested by olympus. Furthermore, the following findings during inspection were noted on the device: during the inspection service repair noted and found that the channel (ch-tube) was scratched. Switch ( sw) box noted scratched and sw1 swelled up. The root of the insertion section was bent and wrinkled and bending cover was broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during reprocessing, the device culture test failed. The device was replaced with another device, intended procedure was completed with no delay and there was no patient harm or injury reported due to the event.there is no patient infection associated on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is unknown. The device is automatically cleaned and disinfected with an unknown device. Alcohol perfusion is completed after disinfection. Xiaoboshi detergent and weigao peracetic acid disinfectant are the cleaning agents used for the subject device. It¿s unknown how the subject device is stored and who the maintenance provider of the subject device is. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.